Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) recommended reprogram options. No adverse patient effects were reported. This electrode remains in service.